Event description:
The caregiver (cg) contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during drain 1 of 5. The patient was connected. The patient stated they thought they were connected to the hc earlier, but were not so they connected. The baxter technical service representative (tsr) had the patient end therapy and start over with new supplies. The tsr advised the patient to contact their nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on the (B)(6) 2011 regarding the reported event. The patient clarified that they thought they had connected to the hc but had not. The therapy had already been started, but the patient still connected and received the low drain volume alarm. The patient stated they were able to resume therapy successfully after starting over with new supplies and have been continuing therapy successfully since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.